Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease. It was reported that the patient was unable to turn their ins on, even though it was charged up. The patient was in a lot of pain and was really hurting. The event date was unknown. It was unknown if any troubleshooting, diagnostics, or actions were performed. The outcome of the event was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.